Event description:
It was reported that the pump delivers max 20.4mh/h, but should deliver plus or minus 30ml when it is set to 30ml. Per reporter the upstream alarm doesn't go off. The event was observed during maintenance, there was no patient involvement.

Manufacturer narrative:
B3: unknown. Phone (B)(6). One device was received for evaluation. Visual inspection found a bubbled dso gasket, and a cracked display. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.